Manufacturer narrative:
Evaluation anticipated, but not concluded.

Event description:
During preventive maintenance, diagnostic messages indicated the failure of one of the two power supplies. The pump system remained fully functional with the remaining power supply, however, capability to recharge the back up batteries was not available. There was no adverse consequence to a patient as a result of this event.